Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field: h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event occurred due to liquid or foreign objects adhered to the electrical contacts inside the connector and the issue was resolved on cleaning the connectors. However, a definitive root cause could not be determined as the device was not returned for physical evaluation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the evis exera iii video system center displayed error code e315. There were no reports of patient harm.

Manufacturer narrative:
When speaking with the olympus technical assistance center (tac), the customer reported that he tried multiple scopes on the tower and the same error code e315 displayed. The error was not generated on other towers with either scope. He was advised to clean the connectors on the tower and that resolved the issue. The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.